Event description:
It was reported that the patient experienced a shocking or jolting sensation. This occurred yesterday ((B)(6) 2013); 3 different times, twice in the afternoon and one in the evening. It was really quick. The patient was in on (B)(6) 2013 to see health care provider and there was no swelling in the pocket but lead area might have had a tiny bit of swelling. The healthcare provider wasn't too concerned; they continued to ice. The patient was just sitting on a hard bench outside (nice temp 80's). Later on it was a better chair but still not comfortable. There was no known accident or incident related to this complaint. Lately, the patient had been feeling her heart racing. Before the patient had the procedure she had to go see a cardiologist and had an extra beat. The patient did take supplements. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0715n, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).